Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was alarming intermittently. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The philips remote service engineer (rse) confirmed the event. The rse asked the customer if he had rebooted the surveillance. The customer stated he wasn't at the hospital and he has to call the monitoring tech. The monitoring tech stated she doesn't have the authority to allow a reboot now. The customer stated they don't want to do a reboot now because the blue and red alert are working fine now. The customer also stated they would prefer that the biomed do the reboot if they have to. There have been attempts for additional information without any response.

Event description:
The customer reported that the device was alarming intermittently. The device was in use on a patient. There was no report of patient or user harm.